Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced sterile peritonitis and subsequently passed away coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was unknown. Beginning on the day of peritonitis onset, the patient was treated with vancomycin (1 gram every forty-eight hours, intraperitoneally, ending on the date of death), rifampicin (300 milligrams every day, orally, ending on the date of death), and fluconazole (200 milligrams every day, orally, ending on the date of death) for the peritonitis event. The cause of death was unknown. The patient was not hospitalized for the peritonitis event, was not hospitalized at the time of death, and passed away at home. The patient was not recovered from the peritonitis event at the time of death. It was not reported if an autopsy was performed. Dianeal therapies were ongoing up until the date of death, but it was not reported if the patient was performing therapy with baxter healthcare disposables and/or baxter healthcare solutions at the time of death. No additional information is available.